Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 8mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.